Event description:
It was reported that, pt came in complaining and had swelling of the left hip. Surgeon drained are and a milky liquid came out. There was no sign of infection and no bacterial infection. Surgeon revised and noted that the hip did appear to have a a-cellular/vascular tissue. Surgeon noticed a slight corrosion of the neck at juncture of the rejuvenate stem.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.